Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power enclosure was starting to fail and was replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after lifting and shifting, pressing the lift and shift button did not turn the function off. The system then started rebooting itself. It rebooted for 2 minutes with no progress so they pressed the power button to shut down the system. Once the system shut down, the power button kept blinking and they could not turn the system back on. After 4 minutes, it stopped blinking and they were able to reboot and scan. This occurred intra/peri-operatively with about 10 minutes delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
The enclosure power conversion was returned to the manufacturer for analysis. The enclosure power conversion was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.